Manufacturer narrative:
Device evaluation: visual inspection revealed no signs of damage. Additionally, the plate is jammed in the cage. Potential cause: root cause was unable to be determined. This event could possibly be attributed to inserting the plate off-axis. DHR review: the lot number of the plate is not known, so a DHR review could not be performed. Device use: these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2022-00079.

Event description:
It was reported an roi-c plate was misaligned in the cage during attempted installation intra-operatively. The cage and plate were removed and replaced with new implants to complete the procedure without patient impacts. The manufacturer found the device to be jammed together. This is report two of two for this event.